Manufacturer narrative:
This pacemaker was reportedly explanted and retained by the explanting facility. This report will be updated upon return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that, less than a week after implant of this pacemaker, an out of range impedance measurement of less than 200 ohms occurred on the patient's right atrial (ra) lead, resulting in an automatic lead safety switch to unipolar. Following the lead safety switch, noise, oversensing, pocket stimulation, and failure to capture were reportedly observed. It was noted that the patient was not pacemaker dependent, but was only pacing in the atrium. The physician elected to surgically intervene. This single chamber pacemaker was explanted and a new dual chamber pacemaker and right ventricular (rv) lead were placed. During the procedure, the ra lead was evaluated on a pacing system analyzer (psa) and it was noted that measurements were acceptable, although a single impedance measurement of less than 200 ohms was noted when the patient moved during the procedure. The physician elected to leave the ra lead in service with the patient's new pacemaker. It was reported that no additional out of range measurements have been observed since the procedure. No additional adverse patient effects were reported.